Manufacturer narrative:
Evaluation summary: submitted to customer service and operations for correction.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
I did not receive this new colonoscope - I received the correct model with the following serial number (B)(4). This event occurred at the time of during inspection. There was no report of patient harm.